Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2001 - the pt was implanted with an unk "marlex" mesh. (B)(6) 2009 - the pt was implanted with a non-davol device for an unspecified procedure. The attorney's report alleges "pain and suffering", permanent injury, additional medical treatment, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. We have contacted the initial reporter to request additional information. No conclusion can be made at this time. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.